Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "while introducing the device he (the physician) took down a little skin to the vessel and clipped it on the vessel." Difficulty was encountered during device removal. The device was removed with a surgical knife. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. It was believed the physician did not perform an adequate nick-and-spread prior to device insertion. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-failure to follow instructions/steps represents that a nick-and-spread was not performed adequately at the beginning of the procedure. The instructions for use states:it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.